Event description:
A reporter indicated there was leakage from the hub after finished case. The treatment process was completed, but the area where the thread came out leaked, so had to re-treat it with a different product.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection and testing were performed on the returned product. The device was tested with argon manufactured syringe for leakage and it was observed that there was leakage from the string hole. An internal investigation has been initiated to address the leakage issue.